Event description:
It was reported that, "the pt underwent right total knee replacement surgery in 2006." It was further reported that, "her implant loosened due to failure of the cement used in the surgery."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics dept. No additional info is available at this time. The devices are not available due to the ongoing litigation.